Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a generator change, the patient presented in clinic with a large hematoma. Over time, the hematoma opened up and the pocket was observed to be infected. The physician elected to explant the system and the patient was stable following.

Manufacturer narrative:
: Analysis was normal. No anomaly was found.